Event description:
A pt had a loss of therapeutic effect as stimulation sensation was lost. Stimulation was working on (B)(6) 2010, but did not work on (B)(6) 2010. The pt had increased baseline pain. It was noted that there was no known accident or incident that occurred, that could be related to the issue. Later, it was reported that the pt was not able to adjust stimulation. The pt inserted a new 9 volt battery into the pt programmer, and the status lights were assessed. Only the 9 volt battery light was lit when the device was turned on and off again. No "beep" was heard. The pt thought, she was able to turn the device off by changing positions, because, in certain positions, she didn't feel stimulation. The pt had not used her pt programmer since she received the implanted device 4 years ago. Add'l info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).